Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/22/2023, it was reported by a sales representative via email that the fibertak anchor from an ar-3688 knotless fibertak biceps implant system would not go down the drill guide and broke the anchor inserter. This was discovered during a subpec tenodesis procedure on (B)(6) 2023. Additional information received indicated the drill guide was inside the patient, and the fibertak inserter was inside the drill guide when it broke; however, the fragments of the fibertak were contained inside the drill guide, and nothing was loose inside the patient. The case was completed by using an ar-1665bcsl 4.75 bc loop 'n' tack¿ tenodesis implant system. The case was delayed ten minutes without needing additional anesthesia. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not returned. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.